Event description:
Same case as: 2134265-2008-00079, 2134265-2008-00078. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and an acute inferior myocardial infarction occurred. One day prior to the stent implantation, the pt was admitted to the hosp after 24 hrs of dull chest pain and several hrs of recent shortness of breath. The pt presented with an acute myocardial infarction. Cardiac catheterization revealed a subtotal occlusion of the mid and distal right coronary artery (rca). The mid portion was predilated with a 2.5x20mm maverick balloon, inflated to 10 atm. The distal portion was predilated with a 1.5x20mm maverick balloon, inflated up to 14 atm. A 2.50x24 mm taxus express2 drug eluting stent was deployed in the distal rca. The stenosis was reduced to no residual. A 2.75x32mm and a 2.75x16mm taxus express2 drug eluting stent were deployed in the mid rca completely spanning the large segmental stenosis which ranged from 90-99% obstructed. The stents were deployed at 15 and 16 atm, which yielded excellent angiographic result with no evidence of loss of side branches, distal embolization or perforation. The pt had excellent timi iii flow at the end of the procedure and was pain free. St segments remained neutral. There were no obvious complications and the pt was taken back to the room in stable condition. Medications: reopro and heparin. The pt was discharged the following day and instructed to take plavix for atleast three mos. Eight mos post the initial procedure, the pt presented with chest pain and was found to have minimal st elevation in 2, 3, avf consistent with an acute inferior myocardial infarction and was admitted to the same hosp. Cardiac catheterization found a thrombotic appearing lesion in the distal rca with 80% stenosis. The thrombosis was treated with angiojet thrombectomy, two separate passes were made, resolving the thrombotic appearance, but there appeared to be persistent tapering of the distal right. Two inflations with a 2.75x20 maverick balloon were performed, inflated up to 18 atm. The stents appeared to be fully expanded with 0% residual stenosis. Timi iii flow was established. Medications: integrilin, plavix, and heparin. The pt was discharged two days post the procedure and instructed to take plavix for at least three mos. Twenty mos post the reintervention, the pt was again admitted to the same hosp, due to problems with her abdominal wall hernia. Two days post admittance, the pt developed severe radiating chest pain, tachycardia, and nausea. Four days post admittance, cardiac catheterization revealed significant disease involving the rca. Pt was found to have enzymes consistent for a myocardial infarction. Multiple overlapping inflations were made in the 90-100% occluded mid rca with a 2.5x9mm maverick balloon. Once flow was re-established it was apparent there was diffuse in-stent restenosis, 100% in the proximal portion of the stent and 90% in the mid and distal portion of the stent. A 2.25x20mm non-bsc balloon was used to dilate the 90% proximal posterior descending artery (pda). Overlapping inflations were made with the same balloon in the posterior left ventricular branch (plvb), inflated to 1-2 atm. A 2.5x13mm non-bsc stent was placed in the distal aspect of the previously stented area, a 2.5x18mm non-bsc stent was placed in the mid aspect of the previously stented area, and a 2.5x28mm non-bsc stent was placed in the proximal aspect of the previously stented area. There was a mild overlap at each transition. Multiple overlapping inflations were made with a 2.75x9mm nc maverick balloon through the entire stented segment, inflated up to 9 atm. Medications rec'd: nitroglycerin, heparin, and integrilin. There was less than 10% residual stenosis remaining in the rca and 30% in the pda. The pt was transferred to the recovery room in stable condition. The pt was discharged five days post the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.